Event description:
It was reported that a cartridge change error occurred. Customer reverted to an alternate method of insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer consumed glucose tablets to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.